Manufacturer narrative:
H6: previously added imdrf annex code d03 no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that the device was returned in a large plastic sleeve-non original packaging. There was no damage noted in the construction of the returned device. There were traces of black residue observed at the proximal end of the inner assembly (on the chevrons). The inner assembly spun by hand with a binding sound. The device was loaded into a handpiece and oscillated up to 5,000rpm. During the oscillation, the entire blade was moving irregularly/wobbling (from the base to the tip of the blade). Due to constant movement of the blade while loaded into a handpiece, the cutting portion of the test could not be performed. For further analysis, an x-ray was performed to capture the internal components of the device, and it was observed that the spiral wrap was expanded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the blade was blunt and could not cut. There was no patient involved.

Manufacturer narrative:
H6: previously applied codes fdd a051208 & fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.